Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not function properly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive (isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument had delayed sealing and weakened current which resulted in prolonged sealing times. An error message stating device malfunction appeared on 3 separate occasions. The issue was resolved by reseating the instrument each time. The instrument exhibited insufficient sealing. The instrument had no audible or continuous tone while the pedal was pressed. The seal cycle did not complete as expected. Normally, the cycle concludes with fast audible tones. The system generated audio that resembled the standard sealing noise but differed in tone. The tissue was not sealed as expected and took longer than usual. The instrument also did not produce the typical sealed tissue appearance. There was no tissue cut that was not fully sealed.